Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Surgeon placed applier on cystic duct, squeezed trigger to close clip an applier jammed on duct. Had to pull applier off of duct. No tearing of duct occurred. Clip was never released from applier and jaws of applier remained shut. Surgeon admitted to not pre-loading clip before fully squeezing plastic to plastic."